Manufacturer narrative:
The international philips field service engineer (fse) reported a ventilator alarm occurred during testing due to the patient end of pipeline being blocked and the turbine was not working. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the fse who confirmed the reported issue. The fse reported to have replaced the pipeline that was blocked, flow sensor, and turbine. The machine was then reported to have been repaired and returned to normal operation.

Manufacturer narrative:
The sample has not been received. If the part is returned or if the customer reports further information, the complaint record will be re-opened for investigation. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba).

Event description:
The international philips remote service engineer (rse) reported that a ventilator alarm occurred during clinical use. The device issue was reported to have occurred during clinical use, but no patient or user harm was reported. Further information regarding the reported issue has been requested. The device was evaluated by the remote service engineer (rse). Further information regarding repair has been requested from the rse. No response has been received at this time.

Manufacturer narrative:
(B)(6).